Event description:
Brush heads fall off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b brushheads, version unknown fall off. She reported having the toothbrush for a couple of months, and it had never been dropped. Scratch test was done, and showed the product was genuine. No symptoms developed. Concomitant product(s): crest toothpaste.

Manufacturer narrative:
Return of product has been requested. Product not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.